Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation.  Reliability engineering evaluated the device.  The unit was tested and did not start up when power was applied.  Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be due to electrical component failure due to usage wear over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during preventative maintenance check it was discovered that the battery charger device had no power and no indicator lights would come on. There was no patient involvement. There were no reports of injuries. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.